Event description:
A huber needle was placed in the patient on day 2 of the patient's chemotherapy. She received zofran and decadron and had no issues. On day 3, when the etoposide was running (about 15 minutes into it), she noted "leaking on her shirt". Staff stopped the infusion and changed the cap, but when flushing, there was leaking out of the plastic portion where cap is inserted, not from the cap area. This needle was removed and another huber inserted.